Manufacturer narrative:
One used device was received for investigation. A visual inspection revealed the device to be in good physical condition. There was evidence of delivery accuracy tests being performed in the event history log. Delivery accuracy testing performed during device evaluation found the pump to be delivering within specification. The complaint was not confirmed.

Event description:
It was reported that a cadd-legacy® plus pump was under delivering. No injury was reported.